Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation.the customer's reported complaint description of tip detached cannot be confirmed. No sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode labeling review: the instructions for use, item number {16600972-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." Hardware unit review: solero generator s/n qby(B)(6) was used during this procedure with the probe in question. Unit was manufactured in nov-2017 and the most recent service was: case (B)(4) (so (B)(6)) on (B)(6) 2019 for routine service; during functional testing observed low power output. Performed calibration and passed functional testing. A complaint search review of the s/n shows no previous repairs, servicing and/or upgrades for this unit associated with tip, detached failure mode since the unit was distributed. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
A territory manager reported an end user experienced an issue when using a 19cm solero applicator. The applicator was successfully tested for 30 seconds at 100 watts, and then placed percutaneously under CT. The navigation path was through soft tissue between the ribs.the procedure was performed on the patient's liver tumor with trunk stock by prof. Dr. (B)(6) (head radiologist) at 100watts for 4 minutes. It was reported the procedure went well, even the track ablation, and no error codes displayed. Only one continuous ablation and track ablation were performed, therefore the applicator was not removed and inspected during the ablation cycle. However, when the applicator was removed, it was observed the white ceramic tip was missing. It had detached during the procedure and was retained inside the patient's liver. The doctor used another 19cm solero applicator to complete the procedure. It was reported the patient was well post procedure. The medical staff would discuss internally if the tip would need to be removed via another operation. Additional information: no adjunct tools were used the tip will be removed surgically within the next few days.no photos of the applicator were taken prior to disposal training and experience: he used the product as solero owner since many years and he is well experienced as professor head of the radiology department the total time of the ablation was 4 minutes ablation size: 3,5 cm x 4,4 cm 4 minutes by 100 watt.